Manufacturer narrative:
Insulin pump alarmed button error followed by intermittent act button due to flattened dome switch. Insulin pump received with operating current within specifications. No unexpected battery out limit alarms noted. Insulin pump received with cracked case at display window corners and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a button error alarm. Customer also reported a battery out limit alarm. Customer's blood glucose level at the time 183mg/dl. Advised insulin pump would be replaced. No additional information is provided.